Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to periprosthetic fracture of the patient's acetabulum requiring acetabular reconstruction. Intra-operatively, trunnionosis and pseudotumor were noted. The shell, 2 screws, liner and head were revised. Rep confirmed that there are no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.